Manufacturer narrative:
(B)(4) (aberrant due to sample integrity/preparation) (B)(4) (sample integrity/preparation) the customer returned the architect system logs for review. The system logs were reviewed, but were not helpful in determining a cause of the discrepant result. A complaint review for the customer's analyzer was performed and no recurrence of the issue was identified. The complaint analysis and trending system (cats) was reviewed for the architect isystem and no adverse trends were identified. A specific cause for the high (B)(4) result could not be determined. A probable cause is an issue related to sample integrity, such as fibrin. No other sample or assay concerns were noted and the issue did not recur. Labeling in the architect operations manual and (B)(4) package insert was reviewed and found to be sufficient with regard to the customer's issue. No malfunction/deficiency was identified. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that an architect b-hcg result of 1239.04 iu/ml was generated which did not agree with other hormone tests that were run. The lab repeated the test on the primary tube and a result of 3.28 iu/ml was generated. The instrument auto reran and a result of 4.06 iu/ml was generated. The lab did further testing 3 days later and the b-hcg was 4.44 iu/ml. Other hormone tests were rerun and they matched the original results. There was no impact to patient management reported.